Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when opening the intra-aortic balloon (iab), it was noticed that the insertion tray was for a sensation plus 40cc instead of a sensation plus 50cc tray as it should have been. A new sensation plus 50cc was opened and inserted without any problems. It was noted that the iab and incorrect insertion tray were not opened and are still sealed in the sterile sleeve. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).